Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 700 mg/dl. The customer stated she was having blood work done at the hospital. The hospital wanted to give her shots. The customer accepted the cot pump and will continue to look for lost/stolen pump. The customer was advised to contact for health care provider if she fins the pump.